Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair. To date no further details have been provided.

Event description:
The customer reported that the ventilator will not power up correctly causing a delay for the unit to energize. The customer reported there wasn't any patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator will not power up correctly causing a delay for the unit to energize. The customer reported there wasn't any patient involvement.